Manufacturer narrative:
(B)(6) 2026/unknown time: a whole blood sample was analyzed using the piccolo xpress analyzer serial number (B)(6), and the piccolo metlyte 8, lot 5244ab1. Results: potassium(k+) = 3.2 mmol/l (reference range: 3.6-5.1mmol/l). The patient was treated with 40 meq oral potassium (supplement) and discharged approximately one hour later. (B)(6) 2026: the end user performed a quality control (qc) run, and the control results were outside the acceptable range. Abaxis technical support conducted troubleshooting. The customer was advised to repeat qc, verify storage/expiration, and confirm environmental conditions were within specifications. The customer reported that, due to laboratory construction, a temperature-controlled humidifier was in use, causing condensation to form beneath the piccolo xpress analyzer. The piccolo xpress analyzer is specified for operation in environments with relative humidity of 8% to 80% per the piccolo xpress operators manual. The laboratory removed the humidifier and repeated qc; the customer reported no further issues. The end user declined to return the instrument for further evaluation. The customer confirmed there was no patient impact and that the event did not contribute to patient injury or hospitalization. A follow-up report will be submitted upon completion of the investigation.

Event description:
A health care professional reported an unexpected low potassium (k+) result using the piccolo xpress analyzer: (serial number (B)(6)) and the metlyte 8 (lot 5244ab1). The patient was treated. Chem high/low: low error codes: chem k+ / k+ problem or question.